Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. A rent was observed on the anterior aspect, measuring approximately 0.5 cm. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation was precluded from further evaluating the device. No other anomalies were observed. Mentor performs 100% inspection and testing of all devices prior to release. There is no root cause since no anomaly was reported. The device history record (DHR) for the lot number 6931186 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. No information was provided about the device returned. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
On (B)(6) 2018, a mentor smooth round high profile 420cc saline breast prosthesis was received by the mentor failure analysis lab with no accompanying information. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why the device was returned to mentor. However, the return of the device characteristic of a removal and replacement. As a result, this will be conservatively reported to FDA.